Event description:
A customer reported using medihoney (ID unknown) on leg wounds for several years. The wounds did not heal and were ultimately surgically removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.